Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was failure to output due to oversensing and noise seen on the right ventricular (rv) lead. While on telemetry, there were several documented pauses, with failure to output on the ventricular channel. The patient experienced syncope. Initially reprogramming was performed and subsequently the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.